Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process. The two rings and the jaw assembly were returned for analysis. The jaw assembly was visually inspected and no defects were noted. The spring was in place and there were no broken components. The rings have been handled by instruments and show handling marks and gouges from instruments. The rings also show that the rings were brought together misaligned. There are some marks from the pin hitting the surface of the ring or the outer radius of the hole. These marks do not extend very deep into the ring so the rings did not come together well. Device inspection supports the report that the rings did not approximate correctly. The user is instructed in the IFU to inspect the rings prior to bringing the rings together. No functional testing was performed. The rings were distorted from coming together misaligned and from being handled with instruments.

Event description:
It was reported that a surgeon had difficulty approximating the vessels with a 3.0mm coupler device. The coupler did not complete the anastomosis and was removed. Another coupler was used to successfully complete the anastomosis. The surgery was completed without further incident. There were no pt symptoms or adverse outcomes related to this procedure.